Manufacturer narrative:
Product analysis: upon device return the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Between the markerbands, there were kinks evident to the balloon and inner member. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. Image review: images confirm a diffusely diseased rca. Pre-dilation of the vessel is confirmed. No images were provided showing the attempted unsuccessful delivery of a 38mm stent. But images are confirmed of the deployment of a long stent in the proximal rca followed by the deployment of a second stent ¿ most likely a 3.0 x 38mm resolute onyx stent and a 3.0 x 18mm resolute onyx stent. The tortuosity and presence of calcification appear to have impacted on the unsuccessful delivery of the initial 38mm stent. The newly deployed stents were successfully post dilated. There was no evidence of a dislodged stent on the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx (ronyx27538x) coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion in the mid right coronary artery (rca). The device was not inspected. A right radial approach was used. The lesion was pre-dilated using a 2 x 15mm and 3.25 x 15mm non-medtronic balloons. A non-medtronic jr4 guide catheter and two non-medtronic wires were also used during the procedure. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the 2.75 x 38mm resolute onyx stent failed to cross the lesion. There was no resistance noted during withdrawal of the stent. A stent dislodgement did not occur. A 3.0 x 38mm resolute onyx stent and a 3.0 x 18mm resolute onyx stent were then used and implanted in the patient. There is no complaint against the 3.0 x 38mm and 3.0 x 18mm resolute onyx stents. A 3.75 x 15mm non-medtronic balloon was used for post-dilatation. The patient is alive with no injury.